Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2016-03685, 0001825034-2017-02196, 0001825034-2017-02199 and 0001825034-2017-02200. Concomitant medical product: versa-dial modular humeral head, catalog #: 113034, lot #: 041580; comprehensive shoulder primary mini length stem, catalog #: 113628, lot #: 488240; versa-dial comprehensive standard adaptor, catalog #: 118001, lot #: 675770; small hybrid glenoid base, catalog #: 113952, lot #: 938870.

Event description:
It is reported that the patient underwent a left total shoulder arthroplasty, and subsequently the patient experienced a nerve injury onset fifteen days post-operation that was reported to be tolerated, without any further treatment. Additionally, mild pain, supraspinatus/greater tuberosity tenderness, acromioclavicular joint tenderness, and biceps tendon tenderness were noted at six (6) week post-operative follow-up. Continued mild pain and biceps tendon tenderness were noted at three (3) month post-operative follow-up. Mild pain and acromioclavicular joint tenderness were again noted at one (1) year post-operative follow-up. Lastly, mild pain, supraspinatus/greater tuberosity tenderness, numbness and weakness in the patient's fingers on the operative side, along with decreased grip strength since the procedure, were reported at two (2) years post-operative follow-up. The surgeon does not plan to revise the patient at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. It is noted that the patient had scapulothoracic crepitus (the production of a grinding or snapping noise with scapulothoracic motion, which may be accompanied by pain) which may have been a contributing factor to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.